Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: non-cement femur 6, cat# unknown, lot# unknown, tibia plate 6; cat# unknown; lot unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Patient complained about strong pressure in the knee and pain. Implant is clicking.